Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the unit generated an alarm indicating that the internal memory backup battery is depleted, and an alarm indicating an error in the internal memory. The review of the returned logs shows that the alarm concerning the depleted memory battery was generated the first time september 23, 2020. According to the logs, a software upgrade of the device was made, after that, the alarm indicating error in the internal memory was also generated during startup. When this alarm is detected in connection with a sw installation, it is due to the depleted memory backup battery, the persistent settings will not work. If the failure occurs during startup, an alarm will be generated and ventilation cannot be started. No part have been available for investigation. The cause of the reported issue according to the log review was due to a depleted memory backup battery of the control printed circuit board.

Event description:
I was reported that the ventilator was displaying a technical error at startup's indicating an internal memory error. Thera was no patient involvement. Manufacturer's ref. #: (B)(4).